Manufacturer narrative:
The reported events of a loss of telemetry and no pacing output were confirmed. As received, the device had a loss of telemetry communication and no pacing output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the patient presented in clinic experiencing cardiac arrest. The device was unable to be interrogated and had a loss of pacing. The arrhythmia was terminated with external leads and pacemakers successfully. The device was explanted and replaced. The patient was stable.